Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock atp therapy due to discriminators not being applied as the rhythm was set to ventricular greater than atrial rate. Additional programming changes were not made as the post ventricular atrial blanking period was already programmed to a recommended value. The patient was to be monitored.

Event description:
New information received notes programming changes were made and the patient was doing great.